Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. E1 initial reporter phone number: (B)(6).

Event description:
It was reported that during a pulmonary vein isolation procedure, a faradrive steerable sheath clear was selected for use. After inserting the versacross dilator into the sheath, the electrophysiologist attempted to advance the dilator/sheath assembly over the pigtail wire. The dilator advanced at the groin access site, but the sheath would not pass. After several attempts, the electrophysiologist tried inserting the assembly through the right groin, but the sheath again caught at the access site. A new sheath was then requested, and with the replacement sheath and the original versacross dilator, insertion proceeded smoothly without issues. The patient developed a hematoma, which was managed with sutures and manual pressure. No further complications occurred, and the patient was not hospitalized.